Manufacturer narrative:
When attempting to disconnect the leg bag, the distal end of the catheter ripped circumferentially. A new catheter was inserted. No injury resulted and no additional intervention was indicated. The device was discarded by the daughter and not returned for eval. We have no photos. The item number and lot number is not known. The daughter indicated in the maude report that the device was a 20f, 30cc catheter and told us verbally that it was a 18f, 10cc catheter. We have not confirmed this to be a medline device and have not determined a root cause. However, due to the need for a new catheter to be inserted and in an abundance of caution, this medwatch is being filed.

Event description:
When attempting to disconnect the leg bag, the distal end to the catheter ripped circumferentially.